Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation resulting in foreign body in patient and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation resulting in foreign body in patient and unexpected medical intervention is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
It was reported that during procedure, a diamondback coronary orbital atherectomy device (oad) was used with a viperwire coronary guidewire to treat two lesions, one in circumflex artery and other heavily calcified non-tortuous lesion in left anterior descending (lad) artery. It was noted that the vessel was exchanged with a viperwire guidewire. The atherectomy was successful in treating the lesion in circumflex artery after four or five treatments, however, oad met resistance in lad on glide assist while the crown was spinning. The guide pulled back on delivery and the device got close to the distal wire marker. The viperwire tip broke during the procedure. It broke off in the coronary region and the radial tip was left in-vivo. A stent was placed to adhere the broken tip near the distal region of the lesion against the wall. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The oad referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that during procedure, a diamondback coronary orbital atherectomy device (oad) was used with a viperwire coronary guidewire to treat two lesions, one in circumflex artery and other heavily calcified non-tortuous lesion in left anterior descending (lad) artery. It was noted that the vessel was exchanged with a viperwire guidewire. The atherectomy was successful in treating the lesion in circumflex artery after four or five treatments, however, oad met resistance in lad on glide assist while the crown was spinning. The guide pulled back on delivery and the device got close to the distal wire marker. The viperwire tip broke during the procedure. It broke off in the coronary region and the radial tip was left in-vivo. A stent was placed to adhere the broken tip near the distal region of the lesion against the wall. The patient was stable.

Event description:
It was reported that during procedure, a diamondback coronary orbital atherectomy device (oad) was used with a viperwire coronary guidewire to treat two lesions, one in circumflex artery and other heavily calcified non-tortuous lesion in left anterior descending (lad) artery. It was noted that the vessel was exchanged with a viperwire guidewire. The atherectomy was successful in treating the lesion in circumflex artery after four or five treatments, however, oad met resistance in lad on glide assist while the crown was spinning. The guide pulled back on delivery and the device got close to the distal wire marker. However, it was noted that the it was noted that the oad did not pull the guidewire out of position. The viperwire tip broke during the procedure. It broke off in the coronary region and the radial tip was left in-vivo. A stent was placed to adhere the broken tip near the distal region of the lesion against the wall. The patient was stable. Additional information was received from medwatch form: "multiple attempts to seat guide cath and advance csi for rotational atherectomy in lad; had to use adjunct equipment to cross lesion- viper wire product # gwc12325lg-ft, lot # 554923-1 used in lesion# 1(cx) and redirected down lad with telescope guide extension catheter; resistance and difficulty advancing to pass lesion- noted after positioning that viper wire tip sheared off in lad. Wire trapped with stenting- no adverse outcome; case started at 1507 7/15. At approx 2213 noted hypotension noted call for stat echo and intubation- noted that rfa access site (after perclose failure) manual pressure held. Lfa site (impella placement) as well. Rfa site developed a significant hematoma into scrotum multiple staff holding pressure and emergency blood transfused- albumin transfused; central line place, swan placed - pt transferred to ICU." Additional information was received indicating in the physician's opinion the femoral access bleeding was not caused or contributed by orbital atherectomy. In the physician's opinion the hematoma was not caused or contributed by orbital atherectomy. The patient was discharged from the intensive care unit (ICU).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation resulting in foreign body in patient and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation resulting in foreign body in patient and unexpected medical intervention is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g2 (added user facility), g3, g6, h2, h6 (health effect - impact code, type of investigation, investigation findings, investigation conclusions), h10 (medwatch report number), h11.